Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and motor position encoder error. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind test and motor position encoder error alarm was confirmed in the alarm history due to high motor current draw. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to motor error alarm. The insulin was received missing the end cap sticker, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.